Event description:
The pt had breast augmentation "a number of years ago has over the past half dozen years sustained two spontaneous deflations of saline inflatable breast implants. Because of these deflations she desires implant removal."